Manufacturer narrative:
Follow up to be sent if additional information is received.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at top of right side frame at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right side frame of having a fractured upright rear tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at top of right side frame at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right side frame of having a fractured upright rear tube. Dealer states that the right side frame is broken where the back cane comes down on the upright tube. User was in the driveway getting the garbage cans, the son came to assist and that is when the back frame snapped.

Event description:
Dealer states that the right side frame is broken where the back cane comes down on the upright tube. User was in the driveway getting the garbage cans, the son came to assist and that is when the back frame snapped.